Event description:
The left ventricular (lv) lead exhibited high pacing thresholds and placement difficulty, for that reason it was explanted.

Manufacturer narrative:
The lead was returned for analysis and laboratory analysis was unable to confirmed the allegation. No anomalies were noted on returned lead. Passed all tests.

Event description:
Additional information received, and a supplemental report is being filed.